Event description:
Patient's hhrn called stating that the new pump is not working properly. She [nurse] keeps getting an error message and had to restart the pump several times during the infusion yesterday and today. Patient currently has 2 pumps in his possession. Hhrn stated the old pump still works fine, so they are using it in the meantime. Advised hhrn okay to use the old pump until we can get a replacement sent. No more information or dates provided. No missed dose or adverse event reported. Defective pump on hand for return to manufacturer. Strength: gamunex-c 10% sdv(20gm/200ml), gamunex-c 10% sdv[10gm/100ml]. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by pt/caregiver.